Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish-brown material inside the pebax. Initially, it was reported that a catheter sensor error (error#105) was displayed on the carto® 3 system. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved, and the case continued. The issue was catheter-related. The carto® 3 system is operating per specs and is not responsible for the product issue. No adverse patient consequences were reported. The magnetic sensor error was assessed as not MDR reportable. The incidence of magnetic sensor error is easily detectable by the user. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a reddish-brown material inside the pebax and internal parts exposed. The foreign material found inside the pebax with external damage was assessed as MDR reportable. The awareness date for this reportable lab finding is 02-mar-2022.

Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and analysis of the returned device. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. A carto test was performed and it was observed that the catheter was displayed properly. The event described could not be confirmed as the device performed without any force issues. However, the blood found inside the pebax area may have contributed to the error 105 that was reported. A manufacturing record evaluation was performed for the finished device 30669941l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto® 3 system manual, which was performed for this product: the catheter sensor error of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Manufacturer's reference number: (B)(4).